Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was only prompting "ultrasmart" when a strip was inserted. The medical affairs s specialist (mas) spoke with the pt on december 8, 2008 and obtained the following info. The pt reported that the alleged issue began on the morning of three days prior to original date. As a result of the issue, the pt claimed she continued to take her usual dose of humulin n insulin (27-29 units) before breakfast but skipped taking her humulin n because she did not know what her blood glucose value was. Either on the late evening of that day or the morning of the following day, the pt stated she developed the symptom of frequent urination. The pt reported that the symptom lasted a couple of days. In addition, the pt denied treating self or receiving medical intervention as a result of the issue. At the time of troubleshooting, the customer care advocate was unable to resolve the issue. Replacement prods were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.